Manufacturer narrative:
This report is filed on june 28, 2017.

Manufacturer narrative:
This report is submitted may 11, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to migration of the electrode array. The patient ws reimplanted with another cochlear device during the same surgery.